Event description:
The event is reported as: complaint alleges: when clips closed, ends were not meeting and scissoring. The clips did not sit properly in applier. Issue was reported prior to use on a pt. No pt injury reported.

Manufacturer narrative:
Per device history report DHR investigation did not show issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint can not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.